Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The following information was provided by the initial reporter: material #unknown batch #unknown verbatim: complaint via email. Email(s) attached. It was reported by the customer that they have been having difficulty with fluid/medication remaining in bag, and the pump is pulling air into the tubing instead of fluid/medication. They are only seeing this happen for medications that have optima on the lines. Bags that have been running through the alaris pump without optima are not producing an issue. This has been an ongoing problem since (B)(6) 2026. There was patient involvement, but the outcome is unknown.